Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 205 mg/dl. The customer reported that they had performed the troubleshooting and the display was not returned. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.